Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that one of the hcp's believed an infection developed at the pump site post implant. It was unknown if any environmental/external/patient factors led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.